Event description:
No new information.

Manufacturer narrative:
The device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results). 1 device: pully/mechanical problem identified.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 7 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices were not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 10 malfunction events(s), where it was reported the devices experienced end/siderail cannot latch upright, mid-position, or stuck at lowest height, access door unexpectedly opens or false latch of siderail. No adverse consequence or clinically relevant delay in treatment was reported.